Event description:
It was alleged that the end of the monopolar cable burned off. It was reported by the team leader for minimally invasive surgery that the pt was checked and there was no injury to the pt.